Manufacturer narrative:
The reported issue of dim segments was confirmed on 11 out of 12 returned boards. The returned display board assemblies were tested using a lvp mockup test fixture (eq111581) attached to a cad test pcu. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. 11 out of 12 returned display board assemblies exhibited dim segments. One display board could not be tested due to channel error 211.2000 which indicates a keypad processor communication error. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. Inspection: the customer returned 12 lvp display board assemblies p/n tc10010208 in individual esd bags. Visual inspection of each board was performed and no damage, corrosion, or cold solder was observed. Test results: the returned display boards were tested using a lvp mockup test fixture (eq111581) attached to a cad pcu. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 11 out of 12 returned lvp display board assemblies with dim segments. Pcb s/n (B)(6) was not tested due to channel error 211.2000 displaying once the cad pcu was powered on. Channel error 211.2000 indicates a keypad processor communication. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 11sep12017. A review of the device service history record was performed beginning from the date of manufacture to the present date 14oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. P/n tc10010208: a qn database search was performed on the 12 returned display board assemblies p/n tc10010208. There are 8 quality notifications opened for tc10010208; however there were no quality notifications related to this complaint. H3 other text : only lvp display board assemblies received.

Event description:
It was reported that 12 lvp display boards needed to be replaced due to dim segments. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 12 lvp display boards needed to be replaced due to dim segments. There was no patient involvement.